Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported all cuts seemed to be positioned low in the eye during laser assisted cataract surgery. The capsule incision was too deep and did not break through the lens surface and all remaining incisions were too deep as well. There was no harm to the patient and the surgeon converted to manual cataract surgery.

Manufacturer narrative:
The company representative examined the print out from the system (with the surgical settings on it). He verified all the settings were appropriate and was unable to find an issue as reported by the customer. The company service representative examined the system and was unable to find any nonconformity with the system. The system was then tested and met all product specifications. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).